Event description:
It was reported that a user with an ilet insulin pump experienced persistent hyperglycemia with blood glucose values reported up to 475 mg/dl while in a nursing facility, with device alarm history indicating an insulin occlusion that was only resolved after a supply change and subsequent device disconnection by facility staff. Symptoms included vomiting. Outcomes included the need for caregiver intervention, guidance to administer a manual subcutaneous insulin injection off-pump, and consideration of ems if glucose failed to decline. Investigation included complaint intake review, evaluation of device alarm history, and troubleshooting and education with the caregiver. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion and sustained high glucose despite an initial supply change. It was concluded that the event was due to hyperglycemia secondary to interrupted insulin delivery, with corrective action consisting of manual insulin administration and planned re-connection to the ilet when feasible. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.